Event description:
Device malfunction: misplaced. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left internal carotid artery stenting procedure, the rx acculink stent "jumped high" during deployment and did not entirely cover the lesion. A second rx acculink was deployed successfully and extending proximally into the carotid bulb. The pt did not experience any adverse effects and was discharged to home two days post procedure. Although requested, there is no additional info available.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Review of the device lot history records is forthcoming. A follow-up will be submitted with any relevant info.